Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported clip becoming caught in chordae (difficult to remove) could not be determined. The reported tissue damage was a result of the clip becoming caught in the chordae and is therefore related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the chordal rupture. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two clips were implanted without issue, reducing mr to grade 2. During positioning of the third clip delivery system (cds) the cds became stuck in subvalvular apparatus. After the cds was disentangled, two ruptured chordae were noted. Mr returned to grade 4. The third clip was implanted and the final mr grade was 3. No additional information was provided.